Manufacturer narrative:
It is not known what role, if any, the lava ultimate restorative had in these reported events. Other factors, such as the prior tooth history or patient oral hygiene, may have played a role in the reported outcomes.

Event description:
On (B)(6) 2016, a dentist reported that a (B)(6) male patient underwent root canal therapy and subsequent extraction of tooth #11. This tooth had a prior history of decay beneath an existing restoration and on (B)(6) 2013, a lava ultimate cad/cam restorative for e4d crown was placed. On (B)(6) 2014, it was reported that a root canal was performed through the lava ultimate crown; the symptoms that triggered the need for the root canal were not reported to 3m. It was noted that the access port was sealed the same day as the root canal treatment. On (B)(6) 2015, the lava ultimate crown debonded and was replaced with a new, non-3m crown. On (B)(6) 2015, the tooth was extracted; the dentist reported the extraction was due to a loose lava ultimate crown with recurrent decay.